Manufacturer narrative:
(B)(4). The lot of the returned sample was manufactured from 14 dec 2014 through 18 dec 2014. The device was returned and an evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. Upon conclusion of the investigation, the reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 17 of 56.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.